Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Product information/lot number not provided, supplier unable to investigate. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Complaint was reported via e-mail and customer was contacted by telephone. Customer reported that it is impossible to draw clearly from the vial using the syringes and that he is unable to snap the top. Customer also reported that his arm bleeds every time and that the design of the syringes makes it painful to use. The customer did not report any symptoms at the time of the call. No medical attention associated with the use of the product was reported. Customer did not have the product with him and was unable to provide lot information.